Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table: the mean of the inratio meter and comparative sys inr were calculated. For the first and last sets of data, inratio values are outside the confidence limits for inr testing. Products will be tested.

Event description:
Caller alleged discrepant results compared with the lab.